Event description:
During use, the wires are unraveling, the customer does not want to use any more from the same lot.

Manufacturer narrative:
A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Additional info has been requested and will be submitted within 30 days of receipt.